Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer blood glucose level was 367 mg/dl. At the time of incident. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with bolus. Customer alleging possible insulin pump was under delivery because customer getting bolus. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.